Event description:
Caller alleged discrepant results using the inratio2 meter. Date: (B)(6) 2011, inratio: 4.0, coagucheck: 3.2. Less than 15 minutes between tests; two different fingers were used. Pt reported using several strips each time he tested because he was having a difficult time using the meter. On (B)(6) 2011, the pt reported no problems with the finger stick and was able to get the reading with his first test.

Manufacturer narrative:
Investigation pending.